Event description:
It was reported that the patient would need a refill soon but the refill date was unknown to the reporter. The patient had gone into the hospital two weeks ago and came back to a rehabilitation, long term care facility today.the device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
A healthcare provider (hcp) later reported that the patient¿s device was refilled on (B)(6) 2013. The patient was fine and not having any issues. They further stated there were no symptoms associated with the pump needing to be refilled. They stated the hospitalization was not device related, but the exact reason was not provided. The patient was fine and receiving effective therapy. The medication used within the system was baclofen. Another healthcare provider reported that the patient had been previously refilled on (B)(6) 2013, which was the first time the patient was seen at their facility. They stated that both refills were routine in nature. There were no complications, and the patient did not have any symptoms or issues when they came in for either refill. The patient received lioresal 2000 mcg/ml at 1900 mcg/ml. It was noted that the hospitalization happened before the hcp assumed care of the patient.